Manufacturer narrative:
One device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121610 biopsy instrument allegedly had a black foreign material. There was no reported patient involvement. This information was received from one source.

Manufacturer narrative:
H10: one device was returned for evaluation. The lot history review was performed. Black foreign material was identified inside of the clear tubing with the gauze. A root cause has not been determined. The device is labeled for single use. H10: g4 (PMA/510k). H11: g1 (MFR site), h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 121610 biopsy instrument allegedly had a black foreign material. There was no reported patient involvement. This information was received from one source.